Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not significant. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Yes, out of the top of the trocar was any torque being applied to the trocar or device? No. The analysis results found that the device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hn1x, expiration date: 09/2014, manufacturing date: 10/2009, (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one of the 5mm ports was leaking when a little bit of movement occurred with a 5mm instrument inside the port. The procedure was continued with the gas leaking out of the port. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.